Event description:
Pt's indwelling urinary catheter noted by nurisng staff to not be draining. Personnel attempted to flush catheter, but tubing was clogged. Personnel attempted to deflate the balloon to change the catheter and the balloon would not deflate. The pt was transferred 911 to an acute care hospital for catheter removal. A new 16 fr catheter was placed. Eighteen days later, the incident occurred again. Nurse unable to irrigate and could not deflate the balloon. A urology consult was ordered and the urologist was able to change the catheter. Both foley's were discarded at the time of removal, therefore specific lot numbers can not be confirmed.